Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge fail, receiver ceases to function or will not turn on. Attempt to download the receiver log. Unable to download logs because receiver ceases to function. Attempt to download the receiver log. Unable to download logs because receiver ceases to function. Perform receiver functional test. Unable to run because receiver ceases to function. Customer complaint is undetermined because the receiver ceases to function and wouldn't turn on. The reported event of initializing screen without manual restart was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.